Manufacturer narrative:
The meter has been returned and an investigartion is in process. Customers and retailers have been informed. Investigation in process.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.